Event description:
It was reported that during a coronary stent procedure in a very tortuous posterior-lateral branch of the rca, wire difficulties were encountered. The physician attempted to direct stent with another MFR's stent and while attemting to position the wire, the tip of the wire snapped leaving 20 mm of the tip inside the pt. No attempt at retreiveal was reported. Pt status is listed as "satisfactory".